Manufacturer narrative:
(B)(4).

Event description:
It was reported that the iuniht abutment screw fractured in the patient's mouth. The fractured portion was removed from the implant.

Event description:
It was reported that the ilrght abutment screw fractured in the patient's mouth. The fractured portion was removed from the implant.

Manufacturer narrative:
One certain® titanium large hexed screw (ilrght) was returned for investigation. A visual inspection of the as returned product identified that the screw was fractured at the threaded base. The screw hex displayed signs of wear and debris. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.